Event description:
The surgeon attempted to implant a lens but the lens became stuck in the cartridge prior to insertion. There was no pt contact or injury. The facility stated it was unknown as to why the lens became stuck. An aq cartridge was used but the facility was unable to provide the lot number. The facility was unable to provide the model and lot number of the unjector.